Event description:
The end user reported that she was cleaning out her closet and found some market units of older lot numbers of products. She recalled the previous field safety notice that she received regarding the starter hole being off-centered. She looked at the product briefly and noted some were off-centered. She did not know the exact quantity. She was fearful of using them because she stated that "after all while it was hard to tell which ones were off-centered and which weren't really because with some it was very subtle. She also confirmed it was the opening that was off-centered. She was unable to state the exact quantity of wafers affected. No photo is available at this time.

Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary: batch record review: lot 8d03559 was manufactured on 04/27/2018, in the convex 2 pc manufacturing line with a total of (B)(4) mkus. Complaint investigator ID (B)(4) performed a batch record review on 01/14/2021, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material ID 1156501 and manufacturing order (B)(4). No discrepancies related to the issue reported were found. A search of complaints was performed in the database for lot number 8d03559. As a result, a total of 14 complaints were found reported, and 08 of them are related to the same malfunction code of this investigation. Returned sample evaluation: no photos of the condition reported were received. No unused return samples were expected. Conclusion summary of the related event: the purpose of this investigation was to determine the root cause associated investigation wafer disc decentralized, complaint malfunction codes lots manufactured in convex 2 pc awc facilities, haina d.r. The risk level based on the individual risk acceptability criteria and risk evaluation above is medium, meaning that these risks may be accepted but further risk control measures shall be considered if they are feasible and will reduce the risk further. Risks judged moderate are considered acceptable based on an acceptable risk-benefit profile and must be assessed for the need for post market surveillance. After understanding the process, a brainstorming tool was used to determine all the possible causes of the problem; the cause & effect diagram was used and as a result there were found seven (7) potential causes identified. One (1) of them were discarded, and six (6) were confirmed and retained as root/probable cause for the failure. Based on the investigation findings, the root causes for wafer decentralized were identified as manpower, method and machine, see the table below for details: probable root cause: manpower: 1. Procedure (convex 2pc wafer sub assembly machine 2) was not followed by manufacturing personnel while placing the mass on loading pins. 2. Manufacturing inspections failed to be executed. Machine: 3. Pistons defective. 4. Base thread of k tool loading pin defective. 5. Electro-valve damaged. Method: 6. Manufacturing inspections failed to be executed. The corrective action and preventive action plan (CAPA) plan was generated to cover the probable causes, taking appropriate actions and measure its effectiveness. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.